Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information. No further details on the event have been received to date. Based on the limited information currently available, it is not possible to establish the root cause of the intraoperative implant/explant reported. However, based on the document review performed, no manufacturing deficits were identified.

Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2019, a pvs23 was implanted/explanted intraoperatively. No other information is presently available.